Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that, the customer experienced high blood glucose. The customer's blood glucose levels at the time of incident was 444 mg/dl. Customer¿s current blood glucose level was 444 mg/dl. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.